Manufacturer narrative:
H11: manufacturer narrative - lens rotation, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A medical professional reported two studies/publications. One was on 961 evo icl cases at parkhurst nuvision in san antonio. Of these, 11 cases (1.1%) required lens exchange or explanation due to sizing issues. Further analysis identified most cases were related to toric lens rotation and only 5 were due to clinically unsafe vault. Additionally, it was reported that overall, the lens exchange rate remains low and emphasizes the safety and tolerance of the icl system. The second publication was noted to, "likely be rejected" that involved 250 cases with acd<3.00mm to 600 cases 3.00mm or greater. They compared outcomes and found visual outcomes and iop were the same between groups and the shallow acd group had lower exchange rate. Reportedly, this was previously rejevted from jcrs but the reporter felt it was necessary to put it on our radar.